Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl>.

Event description:
It was reported that the deep brain stimulation (dbs) patient was hospitalized and treated for a stroke. The patient experienced difficulty swallowing and his parkinsons disease symptoms were not as well controlled. Additionally, there appeared to be bruising and an audible beeping sound at the implantable pulse generator (ipg) site however, the cause is unknown. The patients medication was altered due to the difficulty swallowing.